Event description:
It was reported 6 months post-op the pt presented with high gradient and reduced opening area. The gradient was 120mm hg and therefore it was decided to explant the valve. Add'l info has been requested.